Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a ligature mark 40 cm distal to the is4 connector pin and a damaged suture sleeve. In this region the conductor coil was found fractured, which is assumed to be the root cause of the reported high pacing impedance. The fracture most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lv lead was explanted because it had impedance greater than 3000. No adverse patient events were reported. Should additional information be received, this file will be update.